Event description:
It was reported that during a stent procedure of a calcified lad while attempting to deploy the stent at 4 atm, the balloon was seen leaking from the distal end. This leaking caused a dissection which necessitated placing an additional stent to treat the vessel damage.